Event description:
Additional information received from a healthcare provider (hcp) indicated the eos alarm and stopped pump may exceed tube set message was seen upon interrogation at the (B)(6) 2015 pump refill. The hcp was instructed to turn the pump completely off when contacting the manufacturer. The patient or the nursing staff and the nursing home denied hearing an alarm. The patient had no increased spasms and had not changes of symptoms or illness. The hcp was to inform the primary hcp of the situation and the need for oral supplementation. The pump was not replaced prior to reaching eos because the approaching eos date was not realized. The cause for not being able to hear the alarm was unknown. History: spasticity due to multiple sclerosis, 80lbs weight loss after changing diabetic medication, hypertension, diverticulitis, g astro-esophageal reflux, osteoarthritis, gout, diabetes type ii, and obesity concomitant drugs: byetta (10mcg subcutaneous), cymbalta (60mg capsule), docusate sodium (100 mg capsule), fentanyl (50mcg/hr patch 72 hour), furosemide (40mg tablet), invokana (100mg tablet daily), lactulose (15ml by mouth; 10g/15ml), lisinopril (5mg tablet), metamucil (1 scoop by mouth), metformin (1,000mg tablet), miralax (17mg), novolog (56 units), omeprazole (20mg tablet), vitamine b-12 (1,000mcg/ml kit), senna (8.6mg tablet), therems multivitamin (1 tablet), tylenol (325mg tablet), victoza (1.2 mg subcutaneously; 18mg/3ml), vitamin d-2 (50,000 unit capsule), zinc (50mg tablet).

Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2008, product type: pump. (B)(4).

Event description:
Information was received from a health care professional (hcp) regarding a patient who received lioresal baclofen (500mcg/ml, 70.83mcg/day; lot # ds0092a) in an implantable pump for intractable spasticity and other spasticity. The end of service (eos) critical alarm occurred on (B)(6) 2015 and that the patient had never heard it. The patient as last seen at a refill on (B)(6) 2015. Additional information was requested from the hcp regarding clinician programmer information, concomitant medications, pertinent medical history, actions/interventions required, and if the issue resolved. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant product: product ID 8637-40: serial# (B)(4), explanted: (B)(6) 2015.

Event description:
Additional information was received from a company representative on 10-dec-2015 and it was reported that the pump was replaced.